Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated via phone call that they had a high blood glucose. Blood glucose level was 500 mg/dl and current blood glucose value was 357 mg/dl. Customer stated that they treated the high blood glucose with manual injection or insulin pin and discontinued the use of insulin delivery system. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the insulin pump on auto mode. The insulin pump will not be returned for analysis.